Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07/14/2009 that a customer had an issue with a hemodialysis catheter. The customer found a 4.2cm crack on the catheter which was in the patient, and which caused leakage. The catheter was pulled out and replaced with a new one.